Event description:
Further it was reported that the screw shaft part was left in the patient. The surgeon used another screw and operation was finished. Surgeon stated the fact that the drill was not drilled to the length of the screw for the first screw was also a factor for screw breakage. Thus, surgeon drilled to the length of the screw when inserting the second screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint condition that the proximal end of the nail got damaged (is deformed), could be confirmed according to the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record (DHR) review was conducted: this mre review is for sterilization procedure only part: 04.034.449s. Lot: l589875. Manufacturing site: selzach . Supplier: früh verpackungstechnik ag . Release to warehouse date: 27.september 2017. Expiry date: 01.september 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument. Part: 04.034.449. Lot: h451656. Manufacturing location: monument. Manufacturing date: 08-sep-2017. Part number: 04.034.449, 10mm ti cann tibial nail - ex w/prox bend 345mm. Lot number: h451656 (non-sterile). Lot quantity: 6 . Work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21012, tialnbri13.00. Lot number: h419779. Lot quantity: 5,180 lbs. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review / investigation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery with expert tibial nail and the hcs both in question. During the surgery, the surgeon hammered while the aiming arm contacted the handle for protection sleeve. He confirmed that the proximal part of the nail was deformed after he detached the handle. In the same surgery, the surgeon used the headless compression screw in calcaneus. The screw got broken at its neck when it was buried in the patient bone, accordingly to the surgeon, partly because the bone quality was good. No further information is available. Concomitant device reported: unk - impaction instruments: hammer/mallet: trauma (part # unknown, lot # unknown, quantity 1), unk - guides/sleeves/aiming: aiming arm (part # unknown, lot # unknown, quantity 1), unk - handles: trauma (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).